Event description:
During evaluation of a returned homechoice machine, one increased intra-peritoneal volume (iipv) event was identified which occurred in the therapy initiated on (B)(6) 2011 11:17:03. During night drain cycle seven, the patient's ultrafiltration reading was 1128ml, indicating the home patient (hp) drained 998ml more than their maximum programmed fill volume of 1300ml. This information meets iipv criteria. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation: the device was returned to baxter, and the evaluation is complete. This complaint is an ancillary service event. Review of the device's therapy log revealed the user had an ultrafiltration (uf) volume of 1128 ml during therapy initiated on (B)(6) 2011 11:17:03, which was suspected to be an increased intraperitoneal volume (iipv) of fluid. An iipv is any therapy where the patient volume exceeds 160% of the maximum prescribed cycle fill volume, as defined in the (B)(4) clinical hazards list. Review of the event log revealed cycle 7 drain was completed on (B)(6) 2011 at 18:47 and the user's actual drain volume during cycle 7 was 18 ml. The user bypassed fill 7. The user powered off in cycle 8 and the ultra filtration (uf) from cycle 7 was combined with the uf in cycle 8 giving 1128ml. Cycle 8 drain was completed on (B)(6) 2011 at 09:59 and the user's actual drain volume during cycle 8 was 1127ml. The actual drain volume in cycle 7 of 18ml is 1.38% of largest prescribed fill volume (lpfv) of 1300 ml and the actual drain volume in cycle 8 is 1127ml which is 87% of the lpfv of 1300 ml; therefore, these incidents do not meet iipv criteria. If any additional information is received, a follow-up will be sent.

Manufacturer narrative:
(B)(4).the device has been received, and the evaluation is in process. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.